Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a call service alarm more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the alarm history shoed several consecutive call service alarms. There were no call service alarms or warnings duplicated during the investigation. The product performed within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).